Event description:
The complainant alleged that during a routine shift check by a clinician, the device shut down. The complainant indicated that there was no patient involvement in the reported malfunction.